Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the loading unit noted that it was partially fired. Staple pushers were visible at the cut line indicating the point where the handle compression had stopped. Functional testing of the loading unit found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic endoscopic pancreaticoduodenectomy, when the device was being applied to the stomach, the device was locked on tissue. No further firing, so the operation was cancelled immediately. They replace the device and continued the operation. There was no patient injury.

Manufacturer narrative:
Additional info: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic endoscopic pancreaticoduodenectomy, when device was being applied on the stomach, the device was locked on tissue and was opened by manual pull back device. No further firing, so operation was cancelled immediately. They replace the device and continued the operation. There was no patient injury.